Event description:
A finetuner echo was returned to service and repair. According to the repair request form there was no output or signal. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according to the information received, a fine tuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Upon preliminary investigation at service and repair it was determined there was a failure of the tantalum capacitor. This is a final report.

Event description:
A fine tuner echo was returned to service and repair. According to the repair request form there was no output or signal. The device was a loaner which was used in the office for testing. No injuries have been reported.